Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the blue login screen displayed care fusion network admin. The field service engineer (fse) found that station not auto-launching. The fse configured the auto launch and reinstalled in rss (remote support service). The system was configured successfully, and the station was confirmed to be online in rss. After the pyxis system was rebooted, the application did not auto-launch again. The fse then configured the rss manager. The issue was resolved, and the customer was able to log in without any problems. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it went to cfnadmin log in screen when restarted and user not sure about the paasword. There were no adverse events or injuries reported based on this event.